Manufacturer narrative:
This medwatch is for the suspect device used in advantage system 1. Reference medwatch report with (B)(4) for the suspect device in advantage system 2.

Event description:
Reporter alleged obtaining discrepant patient blood glucose result in the high 300s mg/dl on advantage system 1 compared to a result of 80 mg/dl on advantage system 2 when the comparison was performed within 10 minutes. Quality control testing was reportedly performed and both levels were found to be within acceptable ranges. It was not provided whether patient received any treatment or any actions were taken based on the readings. A request was made for the return of the suspect device and replacement product was sent.